Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia and insulin pump alleged under delivery. Customer¿s blood glucose level was 30.3 mmol/l at the time of incident and the other blood glucose level was 32 mmol/l. The customer was assisted with troubleshooting. The customer was treated with manual bolus of 5 units. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did mentioned symptoms related to high blood glucose event such as nausea. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. Customer stated that there was leak at the top of reservoir. Customer stated there was fluid in the reservoir compartment. The device will not be returned for analysis.